Event description:
Small amount of blood found on the floor. Blood found leaking from venous end of dialyzer. Treatment paused and only arterial blood returned. Approximately 200 cc of normal saline with blood was lost. New system was set up, and treatment was resumed after ten minutes.